Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all pump tubing. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 1 at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 near the tube/strain relief junction of the cylinder. A separation of this type could then allow the loss of fluid, making the device inoperable. This event was previously reported under manufacturer report number 2125050-2021-00167. This report is intended to be a follow up report to submit analysis findings.